Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported the ilet was no longer turning on, with the battery draining very quickly. Initial troubleshooting could not be completed as the ilet app was not synced. Follow-up confirmed the device dropped from 93% charge overnight to under 50%. The agent advised that the ilet would need to be replaced, and the replacement process was reviewed. No blood glucose (bg) values were affected. No symptoms were reported during the event. No medical intervention or patient injury reported as a result.